Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was taken off of insulin pump due to malfunction. Customer's blood glucose was 500 mg/dl and was treated with manual injection. During troubleshooting, it was found that time on insulin pump was incorrect, and there were uncleared error messaged. Alarm history showed excessive no delivery alarms. Error messages were cleared and caller was advised that insulin pump was working as designed. Caller was advised to resume insulin pump therapy and to call back when alarm was occurring.